Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer will not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have broken light emitting diodes, a faded line cord, and cracked tank cover. The reported issue was confirmed during functional testing when the device failed to power on. The issue was traced to the connection between the power switch and printed circuit board, which was determined to be damaged. The investigation attributed the root cause of this condition to a design issue with outdated printed circuit boards. However, the investigation could not connect this root cause to the manufacturing process. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
Additional information was received confirming the event occurred during setup. No patient harm, injury or adverse effects.